Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic tore. The lens was removed with no report of any patient injury. Another same type lens was inserted, but this lens also tore. See MFR report # 2023826-2008-01070. A third different type lens was implanted.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic and one haptic torn. A piece of the lens optic and one haptic were torn off. A cartridge was returned with no visible damage. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation. Conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.